Event description:
Patient had an unremarkable transesophogeal echocardiogram prior to cardiac surgery without incident. Several hours after surgery, bleeding noted in patient's mouth. Gi and ent physicians consulted. Child taken to operating room for repair of esophogeal laceration by ent surgeons. Patient taken back to cticu in stable condition.